Event description:
Customer reports that 19 days following breast augmentation procedure, the suture broke. Pt required re-operation to remove sutures and breast implant. A breast implant procedure was performed approx six months after initial procedure.